Manufacturer narrative:
(B)(4). Date sent: 8/14/2025. D4 batch #: 462d85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and with a reload loaded on the device. The reload (a) was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. In addition, two sterile (b and c) reloads were received. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 462d85, and no non-conformances were identified.

Event description:
It was reported that during a kidney transplant living donation the stapler failed to fire properly when using the first magazine (neither stapled nor cut) and could not be opened. Due to the critical situation, the sales rep instructed the physician to use the manual override. The stapler was then opened, and the procedure was successfully completed with another device.